Event description:
The customer reported that the unit was not showing that the 12-lead ECG lead was acquired.

Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site, but could not duplicate the symptom. The unit recognized all leads, and the device passed all testing. The user had mistakenly reversed the leads. The device was placed back into service. We consider this issue to have been the result of user misunderstanding, and not a malfunction.